Event description:
The international customer reported that during an operational check a popping sound was heard, and an audio alarm sounded while performing an operational check of the ventilator. When they attempted to check the alarm the ventilator powered off and they were unable to restart it. There was no patient involvement.

Manufacturer narrative:
The motor controller board, power management board and the gas delivery system were replaced to address this issue. The device successfully passed performance specification testing.